Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's blood glucose was in the upper 300 mg/dl and 400 mg/dl range. The patient had been treated with insulin pump boluses throughout the night. The father also suspended the insulin pump and treated his daughter with a manual insulin injection. However, when they resumed insulin pump therapy this morning the patient's blood glucose increased again. Two set changes have occurred since the high blood glucose issue began. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A self test was performed and the device passed. The customer was advised to change their entire set, reservoir and insulin. No products were returned and a tubing clamp was shipped to the customer in order to perform a high pressure test.